Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the patient noted shortness of breath on (B)(6) 2010. It was also reported that the right atrial lead was oversensing and had high impedance. No further patient complications have been reported as a result of this event.